Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was at 405 mg/dl, which she treated with the insulin pump. Customer was experiencing difficulties with sensor and serter. Nothing further reported.